Manufacturer narrative:
(B)(4).the assignable cause was faulty channel c pumphead module keypad. The channel c pumphead module was replaced keypad.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction.

Event description:
A baxter service technician reported finding a colleague infusion pump with an intermittent channel c select key on the pumphead module keypad. This event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device is (B)(4), categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).